Manufacturer narrative:
A leak is a known failure mode in the bodysculpting risk documents. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A customer reported that her coolcore applicator o ring broken, which has lead to the applicator leaking fluid on (B)(6) 2021. There was no patient or provider safety impact. (B)(4).

Event description:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
Corrected data: d1, d4, g1, h3

Event description:
Upon further review of the reported event, there is no control unit leak.